Event description:
It was reported that pump triggered alarm 20 during insulin delivery and cartridge alarm recurred even after attempts to reload, preventing continued use of pump. There was no reported impact to the customer¿s blood glucose level. Customer attempted to load new cartridge using guided steps but was unable to resume insulin therapy, so customer planned to use multiple daily injections as backup, and technical support arranged a replacement pump, confirmed shipping details, and instructed customer to place pump in storage mode and return it using provided label within 10 days.